Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection appeared unstable or not recognized while customer used non-tandem cable and third-party wall adapter, and no power source alert was found in pump history. There was no reported impact to the customer¿s blood glucose level. Customer had already tried leaving pump connected to working outlet for at least 30 minutes without improvement and was on holiday at time of call, so no further troubleshooting or resolution was completed and no additional information was received regarding the outcome of the event.